Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). On 2018-feb-27 arjohuntleigh was notified about a complaint involving citadel plus bed. The reported incident took place at (B)(6) in the united states. Following the information reported the patient rolled over the safety side and fell out of the bed. After the fall, the patient was sent for medical evaluation. The results of computed tomography and knee x-ray were negative, the patient did not sustain any injury. It needs to be emphasized that all manufactured citadel plus beds are checked before being distributed to the customers to verify if the product meets the required manufacturer's specifications and check whether the acceptance criteria are met. Records of the inspection are documented in the device history record (DHR). The device history record has been reviewed for this specific device and no anomaly was found. The device involved in the event is part of arjohuntleigh us rental fleet. Each rental device before being release for next rent must pass a quality control check. The pre-use check did not reveal any device malfunction. After the incident the functionality of the bed was verified by the arjohuntleigh technician. The evaluation confirmed that the safety side was locking properly in up position and no deficiency was found within the device. According to the nurse who was taking care of the patient, at the time the incident occurred the safety side was in raised position. The nurse noted also that the distance between safety side and mattress was insufficient to keep the patient from rolling out of bed. It needs to be pointed out that the fall was unwitnessed and when the patient was found on the floor the safety side was lowered. Additionally it was affirmed that the bed in question was used with maxxair ets mattress. The maxxair ets mattress height is equal to 10 in (25 cm) and the safety side height is 14.35 in (36,45 cm). It confirms that the distance between the top of side rails and top of a mattress is 4,5 in (11,45 cm) what is in accordance with manufacturer's specification. Therefore alleged inadequate distance between safety sides and bed was ruled out to be the cause of patient's fall. The product instruction for use (#831.374 rev. B dated on dec-2015) which was supplied together with the involved device contains all crucial information and warnings which should be followed to ensure patient's safety: "to minimize the risk of falls or injury, the bed should always be in the lowest practical position when the patient is unattended", "caregivers should assess risk and benefits of side rail use (including the entrapment an patient fall from bed) in conjunction with individual patient needs, and should discuss use or non-use with patient and/or family. " "caregivers should always aid patient in exiting the bed. Make sure a capable patient knows how to get out of bed safely ". "Make sure the distance between top of side rails (if used) and top of a speciality mattress (without compression) is approximately 4.5. In (11.4 cm) or greater. Consider individual patient's size, position (relative to the top of the side rails) and patient condition in assessing fall risk." Summarizing, upon the conducted investigation and bed inspection done by the arjohuntleigh representative, we were able to determine that the bed in question was used with appropriate mattress and that there was no product malfunction found within the device. However we were not able to establish the exact sequence of events which had led to the incident occurrence. Although there was no injury sustained the complaint was decided to be reportable on a potential due to the allegation of patient's fall. The device was being used for patient care at the time of the incident. There was no technical deficiency found within the device therefore it can be assumed that at the time the incident occurred the citadel plus bed met the manufacturer's specification.

Event description:
On (B)(6) 2018 arjohuntleigh was notified about a complaint involving citadel plus bed. The reported incident took place in va medical center in the united states. Following the information reported the patient rolled over the safety side and fell out of the bed. According to nurse who was taking care of this patient, at the time the incident occurred the safety side was in raised position. The nurse noted also that the distance between safety side and mattress is insufficient to keep the patient from rolling out of bed. It needs to be emphasized that the incident was unwitnessed and when the patient was found on the floor the safety side was lowered. The patient was sent for medical evaluation after the fall. The results of computed tomography and knee x-ray were negative, there was no injury nor other medical consequences reported.

Manufacturer narrative:
Missing UDI number was added.